Event description:
The customer reported that "the device fell". No pt or user harm was reported. There is no further info available if the device was accidentally dropped by a user or if the device fell from a mount.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.